Manufacturer narrative:
Approximate age of device- 1 year and 11 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was seen for a follow up appointment on (B)(6) 2018 and presented to have a low hemoglobin (hgb) 6.3 g/dl and hematocrit (hct) 20.9 % however was unavailable for admission. On (B)(6) 2018, the patient presented to the emergency room to be admitted. Upon admission, the patient¿s hemoglobin (hgb) 6.9 g/dl and hematocrit (hct) 22.9 %. The patient was transfused with 2 units of packed red blood cells (prbc) and was also given protonix. A esophagogastroduodenoscopy (egd) and colonoscopy obtained on (B)(6) 2018 revealed that. Egd was negative for bleeding however a colonoscopy revealed grade 2 hemorrhoids and two 3-5 mm polyps in the transverse colon that were not removed due to the patient being on anticoagulation. The patient¿s hgb and hct remained stable and patient was discharged home on (B)(6) 2018 with an hgb of 8.0 g/dl and hct at 26.9%. Anticoagulants at time of the event were aspirin and warfarin. No additional information was provided.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.